Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012840630 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the nitinol wire was observed to be bent in the distal arm transition. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the catheter failed the returned product inspection due to tangled electrode wires in the shaft region and a bent nitinol wire in the spiral array distal arm transition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the slider would not move up past the middle to allow for the array to go into its spiral configuration, and the catheter had to be pulled out of the body in its full horseshoe array configuration. This issue occurred at the end of the case, and lesions and therapy application were not affected. Despite the issue, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.